Event description:
Customer claims there is zipper damage to the left side panel that the slider is damaged. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Zipper damage. Eval: results: eval of the returned product shows that the window side c has a 1/4" tear in the netting. Window side d has 1/4" broken stitches. There is subsequent damage to the canopy that is not pertinent to this claim. (B) (4).